Manufacturer narrative:
Root cause: the root cause for the reported issue that device had failure to alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
While infusing norepinephrine and lactated ringer¿s solution, four (4) modules connected to the pcu unexpectedly powered off. The customer was uncertain whether the device was plugged in at the time. Upon restarting the device, the battery displayed an estimated runtime of 2.5 hours. There was patient involvement; however, the outcome is unknown.although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Correction: report source. Additional information: report source other. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
While infusing norepinephrine and lactated ringer¿s solution, four (4) modules connected to the pcu unexpectedly powered off. The customer was uncertain whether the device was plugged in at the time. Upon restarting the device, the battery displayed an estimated runtime of 2.5 hours. There was patient involvement; however, the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.